Event description:
Three endeavor rx drug-eluting stents were successfully implanted during index procedure. One stent (3.50 x 30mm) was implanted to mid rca; one stent (3.00 x 24mm) was implanted to proximal rca and one stent (3.50 x 24) was implanted to distal rca. Pt was asymptomatic / free of symptoms at 30 day and 6 month follow up. A stroke was reported to have occurred approx 8 months following index procedure. Pt received medical treatment. Investigator has indicated that the event was not related to the study stents, drug or study procedures. Pt is in remission. Reference MFR report numbers: 9612164-2011-01316, 9612164-2011-01317, 9612164-2011-01318.

Manufacturer narrative:
(B)(4). Results - cva/stroke. No device received for eval.